Manufacturer narrative:
The received device had the cannula assembly deployed. While no blood was observed on the device, damage was observed to the tip of the hard cannula, which contributed to the reported skin swelling and pain during insertion symptoms. It cannot be determined when or how this damage occurred. Fluid was able to flow through the fluid path with no signs of struggle. No other damages or manufacturing deficiencies were found during the investigation.

Event description:
It was reported the patients blood glucose level rose to 358 mg/dl while wearing the pod between 24 and 36 hours. As treatment, the patient was able to activate a new pod.